Event description:
The customer reported erroneous cbc (complete blood count) test results were generated on (B)(6)2014 for two patient samples when using the coulter hmx hematology analyzer with autoloader. After performing a disinfect cycle, the test results would be normal upon retesting of the samples on the same analyzer. The customer indicated there had been similar random occurrences in the past on two other occasions, however did not provide data or specific information. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
The customer did not provide age, date of birth, sex, or weight for either patient. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the blood sampling valve and actuator.